Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein. The suture of one prostyle device was successfully pre-placed on the first hole via a 17f sheath hole prior to an interventional neural pulsed field ablation (pfa) procedure. After the interventional procedure was completed, a prostyle device was deployed in the second and third hole (sheaths: 8f and 11f). With both, the suture separated at the proximal end of the long rail end. The suture was harvested and used to successfully achieve hemostasis. It was then attempted to advance the knot (using the suture trimmer) of the pre-placed stature in the first hole. However, the suture separated. The suture was removed. There was no bleeding. Therefore, a second device or alternative means to achieve hemostasis was not done. The patient was monitored and discharged as planned. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.